Manufacturer narrative:
Correction data: MDR [0003015876-2020-00008] was sent in error. Section b5 of the initial medwatch report indicates: the customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use reported with the event. Section g4 reportability awareness date of the initial medwatch report indicates: (B)(6) 2019 section g4 reportability awareness date of the initial medwatch report should indicate: (B)(6) 2020 additional mfg narrative: physio-control evaluated the customers device and verified the reported issue. The customer was provided with a replacement device. During physio's evaluation an event code was found in the device data. The event code logged is related to a potential failure of the device to deliver defibrillation energy. Upon further evaluation it was determined that capacitor designator c156 on the analog pcb assembly had process residue which caused the event code issue.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is still working although closed the lip. In this state the device may remained on until battery power is depleted rendering it unable to power on and deliver defibrillation therapy if needed. There was no patient use reported with the event.